Event description:
IV tubing disc found to have puncture. Sample available upon request. "Leak at sensor disc". Co's quality assurance department conducted an evaluation of the returned set and the results are as follows. Visual examination of the set revealed that the upper corner of the sensor disc was severely bent backwards away from the instrument side, indicating that the sensor disc had been loaded outside the retainer. Functional testing revealed that the sensor disc leaked from the point where it was bent backwards due to the damage caused to the film. This type of damage to the sensor disc is consistent with a misload.